Event description:
Pt's ot ultra meter would prompt an error 2 message intermittently. The pt reported no high or low blood glucose results while attempting to test on the meter. The pt was able to get a result during one attempt of 120 mg/dl. The issue was not resolved with troubleshooting. Pt also reported that the test strips were peeling when being inserted into the test strip port. The issue was unresolved with troubleshooting. The meter and test strips are being replaced for the pt. No further info has been reported.